Event description:
The rep called in to report noise on the rv lead. It was suggested to reprogram vf detection zone to avoid inappropriate therapy. A lead fracture was suspected. The patient has an additional rv lead from a previous implant, so it was suggested this lead be removed from service. At this time, the lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.